Event description:
It was reported that a lead integrity alert (lia) triggered due to superior vena cava (svc) impedance out of range. The right ventricular (rv) defibrillation and the svc impedance have gradually increased over the past 14 days. The pacing impedances on the rv and right atrial (ra) leads also increased following the same gradual rise over the past 14 days. The leads remain in use and optimization was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, implanted: 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend was rising. Analysis also indicated a lead impedance out of range alert and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Svc defibrillation impedance rises from 62 ohms on (B)(6) 2014 to 102 ohms on (B)(6) 2014. Ventricular pace impedance rises from 589 ohms on (B)(6) 2014 to 855 ohms on (B)(6) 2014. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.